Manufacturer narrative:
Investigation: the complaint of the poor image being displayed by the acunav catheter was investigated. The most probable cause of the issue was due to stack damage caused by the user handling. The correction is for biosense webster's customer support engineers (cse) to communicate this problem to their customers, and use extra caution when handling the stack array part.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient who was already under sedation was undergoing an atrial fibrillation (afib) ablation procedure. The catheter was inserted into the patient and as the doctor was looking at the left atrium/septum for transseptal access and visualizing the veins, it was noted that the catheter displayed a poor image quality. The doctor removed the catheter and reinserted a replacement catheter to complete the procedure. There was a delay of 10 minutes while the new catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.